Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of no complaint against the device and deflation was reviewed on jun 26, 2020. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflated". Device has been explanted.